Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, surgeon was experiencing multiple seals oozing and bleeding throughout the messentary. Overall very inadequate hemostasis. There was no patient injury.